Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082795) on 30-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("was in ER (emergency room) numerous times for pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), procedural pain ("severe pain during and after procedure"), loss of personal independence in daily activities ("couldn't sit or walk") and insomnia ("couldn't sleep"). The patient was treated with surgery (she had her tubes removed). At the time of the report, the pelvic pain, procedural pain, loss of personal independence in daily activities and insomnia outcome was unknown. The reporter provided no causality assessment for insomnia, loss of personal independence in daily activities, pelvic pain and procedural pain with essure. The reporter commented: serious injury criterion: hospitalization, required intervention, other serious (important medical event) and event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.